Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump does not give low battery warnings, and pump runs out of battery, it has impacted therapy as her insulin pump dies without a battery. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting and declined. The device will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted. No unexpected audio/vibrate alarm anomalies noted.